Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of infection ("ent infectious episode"), deemed not device related, is considered an unexpected adverse drug experience.

Event description:
Healthcare professional (hcp) reported that patient injected on bitterness fold c6, c1 and jw6 with juvéderm® volux¿. Approximately 2 weeks later, patient "has an inflammatory reaction following an (not device related) ent infectious episode." Treatment included augmentin and then solupred. Symptom information not provided.